Event description:
The customer reported the generation of negative agap (anion gap) that affected ise (ion selective electrodes) patient results from their dxc 700 au chemistry analyzer. The customer stated nine (9) results were affected and the erroneous results were not released outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced all tubing from ise reference solution bottle, replaced ise reference block and ise bottle cap to resolve the issue. The beckman coulter internal identifier is (B)(4).